Manufacturer narrative:
(B)(4). Batch # t5ee6w. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an appendectomy, the stapler would not open after several initial tries. It does work now, but a new one was opened after failed attempts. The device was not locked on tissue when it malfunctioned. The device was articulated and they were unable to straighten it to withdrawal from the patient. They pulled the entire port out with the device and had to open a new hanson to introduce further instruments. All troubleshooting steps were tried, including attempting to articulate in various directions, pressed the escape button, etc. The procedure was delayed by ten minutes. There were no patient consequences.